Event description:
It was reported that device removal difficulty occurred. The target lesion was located in the vessel in the liver. A 150/20 renegade hi flo and a .014/190 cm gw transend periph was selected for use. During the procedure, the renegade and transcend devices were unable to advance through a 5f guide catheter at the proximal end, just beyond the hub. A new guide was attempted, but the same issue occurred with the first renegade and transcend. New renegade and transcend devices were then opened and advances to the tip of the 5f guide, the renegade would not advance out the tip of the guide. It was noted that there were grittiness and friction during insertion and removal. The procedure was completed with a non-boston device. There were no patient complications as a result of this event.